Event description:
It was reported that the superion indirect decompression (ID) spacer did not provide pain relief. The patient underwent a procedure wherein the ID spacer was removed and did well postoperatively. Physical analysis of the ID spacer was not performed as it was retained by the facility. Additional information has not been provided despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.